Event description:
A report was received from health canada's canada vigilance program which states, "at 2332 new bag of inj isoproterenol infusion hung by co-worker at 0.07 mcg/kg/hour, running at 37.9 ml per hour via infusion pump. At 0317 infusion noted to have run out earlier than expected. New isoproterenol infusion bag hung with new IV tubings and new infusion pump. The medications and infusions were all co checked and co signed by 3 rn. Charge nurse notified and aware. Previous pump and IV tubings removed from use and kept aside to be sent for maintenance check. Patient alert, responded to verbal commands". There was patient involvement, but the outcome is unknown. The customer noted that the device was assessed internally and removed from use. The customer later noted that per an internal investigation, it was determined that fluid leaked into the internal components of the pump. No further information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.